Event description:
It was reported that the patient experienced abdominal pain post operatively due to a dural tear. The patient was hospitalized and administered steroids and lyrica to help address the issue. Additional information was received that the patient is stable.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.